Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 407645 lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery prematurely depleted due to high outputs on the right ventricular (rv) and right atrial (ra) leads. The ipg system was explanted and replaced. No patient complications have been reported as a result of this event.